Manufacturer narrative:
See summary memo of evaluation. (B)(4).

Event description:
The dental implant fx4012swc was removed on (B)(6) 2019 due to failure to osseointegrate 22 days after implantation. The patient has history of tobacco use. The doctor noted local infection during explantation. The patient has recovered without complications.